Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the emergency lamp of the subject device had failure. Olympus (B)(4)checked the subject device and found the reported phenomenon. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china (ocsm). Ocsm replaced the emergency lamp and the emergency lamp harness with a normal one after the incoming inspection. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than seven years have passed since the subject device was manufactured. Omsc confirmed that the subject device was last serviced in august 2014 for the power supply switch replacement. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to the failure in the emergency lamp due to reaching its end of life and/or the emergency lamp harness due to aging deterioration.